Manufacturer narrative:
Follow-up #1: date of submission: 4/18/2017. Device evaluation: the device has been returned and evaluated by product analysis on 03/28/2017 with the following findings: no call service alarms observed in the black box or alarm history. Pump powers on properly with no alarms. Exercised pump for 24 hours, after 24 hours no call service alarms were received.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.